Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed rewind, basic occlusion test, prime test and displacement test. The insulin pump had minor scratches on the lcd window.